Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s nurse reported via phone call that the sensor electrode was missing after removing from the body. The customer¿s blood glucose level was 120mg/dl at the time of the incident. The customer¿s nurse reported that after inserting sensor transmitter did not blink. They tried to recharge transmitter, and reconnect it but still no communication. The sensor will not be returned for analysis.